Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer¿s blood glucose level went as low as 47 mg/dl and as high as 577 mg/dl. Customer treated their low blood glucose levels via food and their high blood glucose via insulin pump. Troubleshooting was performed. Customer advised the auto mode feature was active during the high and low blood glucose events. Customer advised they accidentally over delivered while their blood glucose was high and the extra insulin delivery resulted in the low blood glucose event. The insulin pump will not be returned for analysis.